Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2023 due to a stroke after their implant on (B)(6) 2023. Left ventricular assist device (lvad) was operating as intended, with no alarms. The patient was on impella 5.5 in right axilla, and on intravenous (IV) inotropes more than a year. The patient underwent heartmate 3 (hm3) implant with total cardiopulmonary bypass (cpb) time 72 minutes. When the patient began to awaken back in intensive care unit (ICU), the patient was noted to have left hemiparesis and a code was called. The patient was intubated but follow commands. Dense hemiparesis left side was noted including left face though exam limited by oral endotracheal tube (oett). There was no sensation left side. National institutes of health stroke scale (nih) was 16. Computed tomography (CT) head showed evidence of right middle cerebral artery (mca) infarct, no hemorrhage. Tissue plasminogen activator (tpa) was not indicated due to surgery that morning. Computed tomography angiography (cta) head and neck showed minimal flow in the right internal carotid artery (ica), mca m1/m2. CT perfusion showed a core infarct size of 90 mls in the right mca distribution. The decision was made to take patient to interventional radiology (ir) for an urgent thrombectomy. This was a high risk procedure given the core infarct of > 70 mls, with hemorrhage the major concern and not normally done. However, given the circumstances the physicians decided it was worth the risk, as patient was not going to do well otherwise. CT post procedure showed some hemorrhage. Images were very bright suggesting a mix of contrast as well. Intraventricular hemorrhage (ivh) was present. CT head morning of (B)(6) 2023 was similar but a bit more midline shift. Large right mca infarct was evident. Patient's right pupils dilated; left was still reactive. Hypertonic saline was started, and after discussion with neurologist, a 30 ml bolus of 23.4% saline was given intravenous push (ivp) over 15 minutes by physician. The patient remained intubated, unresponsive to voice. There was some spontaneous movement right arm and leg. Left side remained flaccid with no gag reflex. The patient did not follow commands. The patient was sent for stat CT head and was found to have an increase in midline shift now 7mm, subfalcine herniation and increasing effacement of the right perimesencephalic cisternal. It was noted increasing size of left lateral ventricle compatible with entrapment per radiologist. Sodium was 145 not indicating need for 3% saline or mannitol. Hyperventilation was started prior to transport to CT. Healthcare team discussed with family that patient had herniation of their brain and surgical intervention was not indicated. Family decided to withdraw care after midnight once all family had arrived. Lvad driveline was disconnected from primary controller at 0027 on (B)(6) 2023.the device operated as expected and will not be returned for evaluation.